Manufacturer narrative:
The customer¿s experience with defective display boards was confirmed on the 16 returned display boards. The display board assemblies were found to have a dim segment or segments in the seven segment display. The alleged 210.5020 error reported by the customer is related to a software compatibility failure. The error could not be confirmed. The pump modules were not returned for this investigation. Risk assessment dir: 10000285368 notes dim segment issue is associated to faulty component of the seven segment display. A supplier product change notification (pcn-2524) was issued to improve the manufacturing process. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
The customer reported lvp display board failures and error code 210.5020 during the facility's pm process. There was no patient involvement.